Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead was part of system revision due to gangrenous toe with methicillin-resistant staphylococcus aureus (mrsa) infection. No additional adverse patient effects were reported. The rv lead was explanted.